Event description:
It was reported that during a abdominal perineal resection procedure the vascular reload (white) loaded correctly, resected tissue selected safety trigger disengaged,"go" trigger was squeezed. The blade advanced to the initial safe stop (approx2 or 3mm of travel) then stopped. Knife blade reversed. Echelon removed inspected. Reinserted for a retry and the same happens. Echelon removed second gun opened and then procedure proceeded uneventfully. Demonstration of technique to load and fire the gun preformed on a non sterile demo echelon, when the incident was reported,technique was correct. Procedure was prolonged by five minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition. An ecr60w with the one piece sled partially advanced 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None...new device. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Reverse blade used. Was there any difficulty removing the device from the tissue? No.